Event description:
The article "efficacy of ab interno gelatin microstent implantation in primary and refractory glaucoma, with and without combined phacoemulsification" noted adverse events with the xen®45 gts including 14 eyes would experience hypotony less than one month after implant and 1 eye after one month; 4 eyes would experience hypotony maculopathy less than one month after implant. These caused persistent decreased vision despite the normalization of pressure; 8 eyes would experience hyphema less than one month after implant, and 1 eye after one month; 4 eyes would experience choroidal detachment less than one month after implant; 3 eyes would experience shallow ac less than one month after implant. 6 eyes would require ac re-formation within a month after implant. 5 eyes would require ac tap within one month of implant, and another 2 over a month after implant; 1 eye would experience seidel-positive bleb leak less than one month after implant, and 3 eyes after one month; 6 eyes would experience macular edema over a month after implant; 1 eye would experience dellen over a month after implant. Capturing under keratitis; 2 eyes would experience vitreous hemorrhage within one month after implant; 1 eye would experience bullous keratopathy over a month after implant; 1 eye would experience synechiae formation around the stent within a month after implant; 2 eyes would experience an exposed microstent within a month after implant, and another 2 eyes over a month after implant; 2 eyes would experience a blocked xen stent within a month of implant. One was due to synechia formation that cleared after a yag laser treatment and the other was from blood that cleared spontaneously; 2 eyes would experience device migration within a month of implant, and an additional eye over a month after implant. 2 of the migrations were towards the conjunctiva and one towards the anterior chamber. One of these stents was repositioned with forceps and the other required explantation and bleb revision; 14 eyes needed needling with mmc within a month, and an additional 37 after a month. 5 eyes needed needling with 5-fu within a month, and additional 2 after a month. 2 eyes would need an mmc injection within a month of operation, and another 4 over a month after the operation. 30 eyes would need a 5-fu injection within a month after implant, and another 2 eyes over a month after implant; 1 eye would experience a xen that broke over a month after implant that occured during needling; there were an additional 16 bleb revisions carried out; further glaucoma procedures were necessary including 20 baervedlt device implantations, 9 micropulse cpcs, 8 ahmed valve implantations, 5 cpcs, 4 repeat xen implantations, 3 trabeculectomies, and 1 I-stent implantation; and other treatment operations not connected to a specific adverse event included 3 additional stent repositionings, 1 additional laser procedure, and 2 additional stent explantations.

Manufacturer narrative:
(B)(4). Article citation: szigiato, andrei-alexandru, et al. "Efficacy of ab interno gelatin microstent implantation in primary and refractory glaucoma, with and without combined phacoemulsification." Canadian journal of opthalmology, 2022; pages 1-9; doi: https://doi.org/10.1016/j.jcjo.2022.02.012. The article noted 141 eyes of 141 patients were included in the study (B)(6). Median age of the patients was (B)(6) years old. 68 of the patients were female and 73 were male. 75 xen devices were implanted into the left eye and 66 were implanted into the right eye. Further information regarding event, product, or patient details has been requested from the corresponding author. No additional information is available at this time. The events reported are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Events of high intraocular pressure, exposure, gel stent fracture, bleb related issues, device migration, gel stent blockage are known potential adverse events addressed in product labeling.